Event description:
It was reported that during an unknown procedure, the note on the device stated- did not work. It is unknown how the case was completed. No adverse consequences were reported. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged short rack. The analysis showed that a device was received in good visual condition and with a tr45g cartridge loaded on the device; the returned reload was fully fired. After further inspection, the articulation mechanism was noted to be damaged. However, the returned device was tested for functionality with a test reload on the right articulated position and it fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the right short rack teeth were found broken. While no conclusion could be reached on what caused the damage on the short rack teeth, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.